Event description:
It was reported by the pt that, "in 2007, he dislocated his hip while bending forward from a low sitting position. The prosthesis was reset under anesthesia. Two months later, dislocation occurred again, when placing a log into the fireplace from a standing position. The patient is currently anticipating revision at the end of this month".

Manufacturer narrative:
Device is still implanted. No evaluation will be performed. If the device or additional info becomes available a supplemental report will be issued.